Manufacturer narrative:
Section d6b, if explanted, give date: not applicable as the iol was not explanted. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) had a defect. The defect was observed by the surgeon at the 3 o¿clock position of the optic during the implantation procedure. Despite the defect, the decision was made to leave the implant in the eye. No further information was provided.

Manufacturer narrative:
Device evaluation: no suspect product was received. However, photos were provided by the customer. The customer provided photos were evaluated by a post market safety surveillance officer. The photos show a pseudophakic eye implanted with a diffractive intraocular lens claimed to be a tecnis odyssey optiblue preloaded in the simplicity delivery system model drn00v. One scratch-like mark located in the lens periphery (at 3:00 in relation to the picture orientation) can be observed. Due to the mark location, it is not expected for the observed issue to impact patient visual function. However, the definitive clinical impact and the incident root cause cannot be determined from a picture assessment. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: through follow-up the johnson and johnson representative provided the doctor's email address. This current report is to provide this information. Section e1: email address: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.